Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure using the hemopro device, a piece of the c-ring extension arm on the hemopro was observed to be missing. The piece had broken off inside of the pt. The piece was retrieved using the hemopro device. The same device was used to complete the procedure. The hospital did not report any add'l pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).